Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the carbon bridge, part number b12181 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated erroneous ise (ion selective electrolyte) patient results with low anion gap. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.